Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple, forceful presses were necessary for display to activate. The customer's blood glucose (bg) level was between 50-400 mg/dl. Reportedly, the customer consumed a snack in order to raise low bg. The customer applied more pressure to the wake button to address the issue.